Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. It was reported that the original surgery was performed on (B)(6) 2015, but the surgeon noticed that the tibia had loosened. Revision surgery will be performed on (B)(6) 2018.

Manufacturer narrative:
Additional information provided: components in use listed as concomitant devices are: nx009z / as vega ps femoral comp.cemented f4n l. Nx053z / as vega ps tibial plateau cemented t2. Nn261z / as tibial obturator d12mm. Nx121 / vega ps gliding surface t2/2+ 12mm. Nn482 / columbus patella 3-pegs p2 30x8mm. Brand name: nx009z. Common device name: as vega ps femoral comp.cemented f4n l. Model and catalog # 52137600. Expiration date: 04/30/2025. Concomitant medical products: added components. Age of device: 34 months. PMA/510k: k101281.

Event description:
Components in use listed as concomitant devices are: nx009z / as vega ps femoral comp.cemented f4n l. Nx053z / as vega ps tibial plateau cemented t2. Nn261z / as tibial obturator d12mm. Nx121 / vega ps gliding surface t2/2+ 12mm. Nn482 / columbus patella 3-pegs p2 30x8mm.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all lot numbers and found to be according to the specification, valid at the time of production. Similar incidents have been filed with products from batch 52057722, 52137600, 52128834, and 52012337. No similar incidents have been filed with products from the other batches. Conclusion and root cause: no product available, and therefore a complete analysis is not possible, but based on the information available, it appears the root cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage or patient related. Rational: according to the quality standard and DHR files, a material defect and production error can be excluded. Unfortunately due to a lack of data and without the product we can not determine the exact cause. Corrective action: product safety case 17-19. Any action regarding CAPA will be addressed with this case.

Manufacturer narrative:
Additional information provided: components in use listed as concomitant devices are: nx009z / as vega ps femoral comp.cemented f4n l; nx053z / as vega ps tibial plateau cemented t2; nn261z / as tibial obturator d12mm; nx121 / vega ps gliding surface t2/2+ 12mm; nn482 / columbus patella 3-pegs p2 30x8mm. Brand name: nx009z. Common device name: as vega ps femoral comp.cemented f4n l. Model and catalog # 52137600. Expiration date: 04/30/2025. Approximate age of device: 34 months. PMA/510k: k101281.

Event description:
Components in use listed as concomitant devices are: nx009z / as vega ps femoral comp.cemented f4n l; nx053z / as vega ps tibial plateau cemented t2; nn261z / as tibial obturator d12mm; nx121 / vega ps gliding surface t2/2+ 12mm; nn482 / columbus patella 3-pegs p2 30x8mm.